Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities, and a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of worsening mitral regurgitation (mr), fever, cardiogenic shock, septicemia (sepsis) and death, as listed in the as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The investigation determined that the reported single leaflet device attachment (slda) appears to be related to challenging leaflet anatomy as thin and restrictive leaflets can affect leaflet insertion. The reported patient effect of worsening mr, fever and death appear to be related to patient/procedural conditions due to the slda of the clip and sepsis; however, a cause for the sepsis and cardiogenic shock could not be identified. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received that the patient had an increase in temperature. The causes of death were cardiogenic shock and sepsis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information..

Event description:
It was reported that one mitraclip was implanted on (B)(6) 2016 reducing mitral regurgitation from grade 4 to 2. Two days later, on (B)(6) 2016 the mitraclip was only attached to the posterior medial leaflet as seen on the echocardiogram. Mitral regurgitation grade increased to 3-4. Eight days later, on (B)(6) 2016, the patient expired from septic shock. Cause of septic shock was not reported. There was no additional information provided.